Event description:
Cutomer reported the expiration date on the test strip bottle does not match the one located in the manufacturer's electronic inventory system. No treatment . A request was made for return product and replacement product was sent.